Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result with coaguchek xs meter serial number (B)(4), when compared with a hospital laboratory result using an unknown method. At 10:15 a.m. The meter result was 5.6 inr and at 11:00 a.m. The laboratory result was 4.2 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. There was no lifestyle or diet changes and no liver issues.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.